Manufacturer narrative:
Concomitant medical products: 97792 neuro adaptor, implanted: (B)(6) 2018; 97714 pain stim ipg, implanted: (B)(6) 2018; 977a260 pain stim lead, implanted: (B)(6) 2018; 977a260 pain stim lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent. There was questionable intermittent undersensing on the right atrial (ra) lead on stored electrograms. It was noted that the implantable pulse generator (ipg) may be under detecting atrial arrhythmia and over detecting ventricular arrhythmias. Available electrograms were questionable for rapid response to an atrial arrhythmia that may have been intermittently undersensed. The lead and device remain in use. No patient complications have been reported as a result of this event.